Event description:
On (B)(6) 2012, customer reported that the monitoring computer on a css console supporting a patient shut down. The patient was switched to a backup css console without impact. The customer reported that he ran the css console in the hospital lab over the weekend, and on monday observed that the monitoring computer had turned off and exhibited a "bios corrupted - contact service administrator" message. This alleged failure mode poses a low risk to the patient because the css computer is a monitoring device only and does not control css console functionality. The reported issue would not prevent the css console from performing its life-sustaining functions. The css console was reported to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.